Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted, establishment name: unknown, establishment address: unknown, occupation: administrator/supervisor. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint cannot be confirmed for the failed angio-seal deployment. The exact root cause cannot be determined but the likely cause could be an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "angio-seal failed to deploy."